Event description:
Information was received that a smiths medical catheter's security system is faulty. It was noted that the distal piece of metal opens irreversibly immediately after leaving the plasitc catheter. No patient injury resulted.